Event description:
An account reported this bed exhibited unintentional movement in the up and down direction, there was no pt involved.

Manufacturer narrative:
Upon complaint review, it was determined that this type of malfunction could cause serious injury or death if life support lines are disturbed through unintentional motion. The tech was unable to duplicate the malfunction and therefore, no repair was made.